Event description:
The manufacturer received information alleging a ventilator inoperative error code and condition occurred on a trilogy 100, international device. The customer states that the device gives an overheating warning and stops working. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's blower motor was replaced to address the issue. The root cause was determined to be a defective blower. Additionally, no foam particles were observed by extreme dirt has been documented. The device's flow sensor and filter kit with tubing were found to be defective and have been replaced. The device passed final testing.